Manufacturer narrative:
Additional product code: hwc. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ original part mfg date: 30-september-2013. Part exp. Date: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of va-lcp anterolateral distal tibia plates was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. No nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an ankle scope and removal of plate and screws on (B)(6) 2015 due to pain and decreased motion. The original implant date was (B)(6) 2014 (performed at a different facility). The plate and three (3) screws (two 2.7mm locking screws and one 2.7mm metaphyseal screw) were broken. (The surgeon thought that the patient was weight bearing too early.) The heads broke off of the three screws; the shaft of the metaphyseal screw was removed and the two locking screw shafts were left in the body. A total of 11 screws were removed including three (3) 3.5 low profile cortex screws, two (2) 3.5 locking screws, and five (5) 2.7 va locking screws. The surgery was successfully completed with no reported delay. The patient was healed; only received an ankle scope for pain. The patient is doing fine. This is report 1 of 5 for (B)(4).